Event description:
It was reported the filter became stuck in the storage tube and could not be advanced. The delivery system was removed and another filter was deployed successfully. There was no pt injury reported.

Manufacturer narrative:
The device history record was reviewed and the lot met all release criteria. Received for eval was one g2 filter femoral delivery system consisting of the storage tube with the filter inside, the y-body and the pusher wire, all connected. There was no dilator or introducer sheath returned. The touhy nut was tight on the delivery system. The filter was still in the storage tube at the distal end. The storage tube exhibited some twisting during the delivery attempt, skiving and hooks gouging into the storage tube. The touhy was loosened in an attempt to deliver the filter from the storage tube. The filter was able to be deployed with some resistance. The pusherwire was clean and intact. All spline measurements taken were within spec. The storage tube and the y-body had no defects and were intact. The storage tube ID was within spec. Once the filter was removed from the storage tube, the filter appeared clean, intact and undamaged. Heat was applied to the filter and the filter took shape. All arms, legs and hooks were present and intact. All filter measurements taken were within specs. The result of the investigation was confirmed for failure to deploy based on the twisting and scratch marks in the storage tube, root cause unk. It is unk if procedural issues contributed to this event. Handling of g2 filter system from the IFU: the current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.